Event description:
It was initially reported by the pt that she is having issues with her vns which started about a year ago. She notices, her heart races with stimulation. It does not occur with every stimulation cycle, but it does occur at least once a day. She has trouble breathing and then her heart races and feels like "her heart is going to jump out of her chest." No changes in medication were made but symptoms started right after her vns settings were increased. Good faith attempts to obtain additional info have been unsuccessful till date.